Manufacturer narrative:
Following the reported event, a steris service technician arrived onsite to inspect the unit. The technician was unable to detect an odor as reported by user facility personnel. The leak was cleaned up off the floor prior to the steris service technician's arrival. While onsite the technician learned per user facility personnel that the unit was leaking a liquid with brown discoloration resulting in an odor which caused employees to experience adverse effects including headaches and nausea. None of the employees sought or received medical treatment. Upon evaluation of the unit, the technician found that lubricant flex tube was cracked and required replacement. The technician replaced the lubricant flex tube, ran a test cycle, and found the unit to be operating according to specification. The technician stated that the cause of the reported event may be attributed to lubricant from the flex tube mixing with the insulation of the unit creating an odor emit to from the unit. No additional issues have been reported.

Event description:
The user facility reported that their reliance genfore washer was leaking a liquid onto the floor and emitting an odor. Report of surgical procedure delays.